Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient does not know the cause. The actions taken to resolve the issue is the patient has cleaned the connections on all ends. They are not sure the next steps. They are still having the same issue. They wanted to give it a little more time to see if the cleaning of the connects worked.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the controller was not charging the implanted neurostimulator within a reasonable time. Patient said the controller would automatically shut off and go to a white screen, so they would have to take the battery out and put it back in to start charging again. Patient also said it would take 3 hours to charge the implant from 50-60%, and they would be charging with excellent quality, but then the screen would go white again and throw an error. Patient did not remember what the error screens would say, but said they would reset controller again, but the same thing would keep happening while trying to charge. Patient said the issue started about 2-2.5 months ago, but was getting more frequent. Patient inspected recharger and controller port, but did not see any damage. Patient cleaned connections and blew into controller port. Patient had not tried cleaning connections prior to calling. Agent reviewed to monitor charging after troubleshooting on the call and to call back if issues continued.